Event description:
I had an implant of the nevro hf 10 stimulator implanted in my back on (B)(6) 2020, by dr. (B)(6) at (B)(6), and after severe problems with over frequency throughout many. Nevro device hf10 company. It has caused more nerve pain and damage to my back. The device was turned off on (B)(6) 2024. And a new implant of a new device was implanted on (B)(6) 2024, by dr. (B)(6) and staff. At (B)(6). The nevro hf 10 caused serious damage to the nerves in my back from over frequency and constant changes to try to control pain. They would not listen, and they just kept adjusting the stimulator which increased more pain, diarrhea, mental health issues. Lot number and serial number above are on the box. On my ID card it states as seen below? (B)(6), patient ID: (B)(6), model number: nipg2500, serial number: (B)(6), implant date: (B)(6) 2020.